Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/22/2020. H.6. Investigation: customer returned (4) 3/10cc, 8mm, 31g syringes in an open poly bag from lot # 9343301. Customer states that they had difficulty removing shield and the hub separated. All returned syringes were examined and 3 out of 4 samples were returned with the hub-needle/shield assembly separated from the barrel. No defects were observed on the remaining sample. A review of the device history record was completed for batch #9343301. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200869089] noted for out of spec shield pull. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1630423 was initiated. H3 other text : see h.10.

Event description:
It was reported that the bd ultra-fine¿ needle hub separated from the bd insulin syringe. This occurred with 3 syringes during use. The following information was provided by the initial reporter: 'called consumer back from voicemail that was received. Pet owner reported having 3 syringes with needle hub separation. Exact date for this issue is unknown. Stated this morning ((B)(6) 2020) she was unable to remove the needle shield from one syringe."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ needle hub separated from the bd insulin syringe. This occurred with 3 syringes during use. The following information was provided by the initial reporter: 'called consumer back from voicemail that was received. Pet owner reported having 3 syringes with needle hub separation. Exact date for this issue is unknown. Stated this morning ((B)(6) 2020) she was unable to remove the needle shield from one syringe."